Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced hyperglycemia. The customer blood glucose level was 33 mmol/l at the time of incident. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with bolus for high blood glucose. Customer reported they did contact their health care professional regarding the high blood glucose. Customer was neither in emergency room, nor admitted into hospital. Customer did not allege the insulin pump for under delivery. The customer stated that the cannula was not bent. The device will not be returned for analysis.